Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens in the patient's left eye (os). As the implant unfolded, it tore a hole in the nasal side of the posterior capsule. The implant was half into the vitreous. The implant was recovered and brought into the anterior chamber. The corneal wound was enlarged, and the implant was grabbed with intraocular lens forceps and removed. An anterior vitrectomy was performed, and a three-piece lens was placed into the anterior chamber. The haptics were placed directly into the ciliary sulcus and sutured there, with 10-0 prolene suture. The implant was then placed behind the iris, and the pupil was brought down with miochol-e. The transciliary filtration procedure was performed and was uneventful. The patient tolerated the procedure well.

Manufacturer narrative:
Device evaluated by manufacturer? No. (Other): no lens returned in unit box. Eval results - (other): a lens work order search was performed and no similar complaints were found within the work order.